Event description:
The customer contacted baxter's technical service center to report a high drain 103/call pd nurse alarm on a homechoice (hc) device after use. High drain 103/call pd nurse alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The home patient (hp) stated he had already spoken to the registered nurse (rn). No symptoms were reported. The hp had connected two red bags and received a total ultrafiltration (tuf) of 3426 ml. The rn advised the hp that when he uses a red bag to make sure he also uses green bag, never two red bags. No swap was wanted as the device is operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Review of the service history revealed no failures/problems that were the same as, or similar to, the reported condition, and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device history record revealed no issues that could have caused or contributed to the reported difficulty of increased intraperitoneal volume.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be filed if any additional information becomes available. A service history review was performed revealing the reported condition is not related to any previous servicing of this pump.